Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults could be detected. Leonhard lang provides only a semi-finished product, the customer adds labeling and instructions for use. As the injury turned out to be a first degree burn, for the treatment of which no medical intervention was necessary, we no longer consider this incident reportable. We therefore close the complaint.

Event description:
On october 17th, 2017, we have been informed that a patient was injured during a surgical cervical procedure using the cosman unit number g4 in a (B)(6). A non monitoring dispersive electrode dgp-pmc (based on our model wr01) and a cosman unit number g4 generator were used. The initial reporter stated: "(...) The hospital reported a patient burn when the grounding pad (dgp-pmc) was placed on the patient's thigh - minor skin burn on grounding pad area. The patient did disclose that he had used moisturiser on the area pre-procedure. The hospital noted the pad was difficult to place because of the amount of hair on the pad site. The hospital also reported difficulty in placing ECG dots due to the amount of hair on the patient. (...) A representative indicated he did not believe the incident was due to a fault with the generator as all the parameters were acceptable and within the range for a three electrode case. He emphasised the importance of, particularly when multiple electrodes are used that the ground plate be in complete contact with the skin. Poor contact beneath the pad with the skin due to dense hair will lead to a potential skin burn under the ground pad. Solutions: ·to a potential skin burn under the ground pad, shave the area to ensure the best possible contact with the skin". The complainant updated that it is important to note that the procedure was complete and the patient only felt heat when the pad was removed. The burn was determined to be 1st degree by physician performing the procedure. Neither a medical intervention nor any other treatment was necessary to treat the burn. No information about the patient and how the skin was prepared by the hospital have been disclosed to us despite of repeated requests.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults could be detected. We have repeatedly requested additional information on the product, the patient, the generator, the procedure, the injury and if the injury had to be treated afterwards. So far none of this information has been made available to us. It is unclear if the incident constitutes a reportable event. However, to err on the safe side we have decided to report this incident. We will provide a follow-up report once we receive additional information necessary for further investigations. Device not returned.

Event description:
On october 17th, 2017, we have been informed that a patient was injured during a surgical procedure in a (B)(6) hospital. A non monitoring dispersive electrode dgp-pmc (based on our model wr01) and an unknown generator were used. The initial reporter stated: "(...) The hospital reported a patient burn when the grounding pad (dgp-pmc) was placed on the patient's thigh - minor skin burn on grounding pad area. The patient did disclose that he had used moisturiser on the area pre-procedure. The hospital noted the pad was difficult to place because of the amount of hair on the pad site. The hospital also reported difficulty in placing ECG dots due to the amount of hair on the patient. (...) A representative indicated he did not believe the incident was due to a fault with the generator as all the parameters were acceptable and within the range for a three electrode case. He emphasised the importance of, particularly when multiple electrodes are used that the ground plate be in complete contact with the skin. Poor contact beneath the pad with the skin due to dense hair will lead to a potential skin burn under the ground pad. Solutions: ·to a potential skin burn under the ground pad, shave the area to ensure the best possible contact with the skin". No information about the patient, the generator. The nature of the procedure, how the skin was prepared by the hospital and if and how the injury was treated have been disclosed to us despite of repeated requests.